Manufacturer narrative:
Device had unresponsive all buttons due to unlocked lcd keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had no symptoms and has treated with a bolus from the insulin pump and manual injection. Customer's current blood glucose value is 378 mg/dl. Customer reported that the high blood glucose levels began a couple weeks ago. The customer¿s mother came on the line and refused troubleshooting due to the doctor requesting replacement. The product will be returned for analysis.